Manufacturer narrative:
The reported complaint of early battery depletion was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed until this lp is returned to abbott and its hybrid analyzed directly.

Event description:
It was reported that the battery of the patient's ventricular leadless pacemaker (vlp) had prematurely depleted. The patient was asymptomatic. The vlp was inactivated and a competitor system was implanted. The patient was stable throughout the procedure.